Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2021. As per the reporter, the patient applied weight to the non-load bearing nail and it broke post lengthening. No patient injury was reported.